Event description:
A patient had electroconvulsive therapy (ect) for depression in the operating suite. After the ect, she was sent back to the ward and an add on test for magnesium was requested. Her sample, which had already been run on the advia 1650 for other chemistry tests, was placed on the track and a magnesium result of 0.174 nmole/l was reported. There were no error messages to indicate a problem with the sample. Patient was then moved to a ward, placed on cardiac monitoring and IV was started. A new sample was drawn from the patient and the magnesium result was normal( 0.73 nmole/l.) The original sample was rerun and also gave a normal result of 0.738 nmole/l. It was noted that the original sample volume was very low and had to be poured off into a capillary cup to be re-run. A bayer field service engineer evaluated the advia 1650 and found if operating as intended. It is recognized that this patient was not exposed to any potential injury causing event, and physician disgression always accompanies any interpretation of laboratory results. Bayer is reporting this event as there is a possibility if it were to re-occur and appropriate clinical managment guidelines weren't adhered to, that it could result in a serious injury.